Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information, as it passed the work order. Analysis of the software 9733686 s7 synergy spine (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the behavior cannot be replicated per work order (B)(4). This case may be re-opened if additional information is received. Product event summary #s7 alleged inaccuracy. Concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there was an alleged inaccuracy of approximately 2 cm during a case. Healthcare professional performed a lowdose spin initially and noticed the inaccuracy. They re-spun with normal dosage and were accurate. It was noted that logs and exams were already pulled. No known impact or consequence to patient.